Manufacturer narrative:
According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Remote monitoring revealed a further out of range shock impedance measurement. This information has been provided to the physician.

Event description:
Boston scientific received information that an internal technical service (ts) consultant was contacted regarding this cardiac resynchronization therapy defibrillator (crt-d) pacemaker mediated tachycardia (pmt). Numerous episodes were revealed. Ts reviewed the data and determined there was a check shock lead status due to an out of range shock impedance measurement. This device is implanted with a single coiled right ventricular (rv) lead. It was confirmed these measurements have been consistently high and this is being monitored. Programming options were discussed. It is not known whether the rhythm is slow ventricular tachycardia (vt) or an accelerated junctional rhythm as difficulty to determine due to the paced rhythm. The patient had been discharged. The physician was provided with ep study options or programming options to avoid patient symptoms. No adverse patient effects were reported.

Event description:
Additional information was received. Ts was contacted regarding the electrogram and pacemaker mediated tachycardia. Reportedly, the patient was symptomatic. Reprogramming options were further discussed.